Event description:
Blood leak at heparin infusion line as the line enters the arterial blood tubing. Per biomed, all tubing with lot number 7er237 was removed from service and was replaced with a different lot number. Tubing will be tested by the manufacturer.